Manufacturer narrative:
During a call, the field service engineer (fse) was not able to duplicate the customers reported event. The fse found the system to meet specifications. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an error with a patient's treatment, the treatment was cutting in and out as if eye tracking was lost. The laptop showed that the treatment was 100 percent completed and the note section popped up as usual. The technician helping the doctor reported that flap replacement was completed. The technician noticed that the laser screen was showing the treatment was only 74% completed. The treatment sheet showed that the treatment was aborted.

Event description:
New information was received. A refractive surgical director reported that the skipping is possibly due to patient looking around and the tracker losing the pupil. The computer kept going but the laser had not caught up. The computer screen had gone to the end with a pop up note but the laser was only at 74 percent. This was not realized until they were done. This patient was having this surgery to correct hyperopia for reading vision. The patient is doing well without any complications.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).